Event description:
Patient underwent laparoscopic reapir of an incisional hernia and discharged the next day. Readmitted four days later with infected mesh and perforated bowel.

Event description:
Patient underwent laparoscopic reapir of an incisional hernia and discharged the next day. Readmitted four days later with infected mesh and perforated bowel.